Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the lower esophagus during a band ligation variceal bleeding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was rotated; however, the band failed to deploy. There was no difficulty noted in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. Visual examination of the ligator head found six bands present and five bands were moved out of position. It was noticed that the crimp was present on the trip wire. The ligator head teeth were noted to be damaged and the suture was broken with one section attached to the trip wire loop and the other section attached to the ligator head. It was also noted that the trip wire was bent in several locations and was partially rolled in the handle; there was an evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it is most likely that the ligator head teeth were damaged and the trip wire was bent due to manipulation/handling of the device. Once the ligator head teeth are damaged, the suture can be detached from its position and this condition can impact the bands deployment activity; moving bands without being deployed. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is operational context a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the lower esophagus during a band ligation variceal bleeding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was rotated; however, the band failed to deploy. There was no difficulty noted in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.